Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the external pulse generator ( epg) had batteries but still stopped working, however it was noted that the keyboard and label were damaged and the wires were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacer had batteries but still stopped working. The device has been returned for service. There was no patient involvement.